Event description:
Customer called and reported experiencing high blood glucose around 400 mg/dl. Customer changed entire set out and blood glucose continued to rise. Customer then treated with an injection of insulin and blood glucose did not come down enough, so another manual injection was taken. When blood glucose continued to be high, customer went to the emergency room. Customer's symptoms included vomiting, weakness, and shortness of breath. Air bubbles were found in the infusion set tubing. Everything was changed out for the customer, who declined troubleshooting for air bubbles or high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.